Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of baclofen at 758.3 mcg/day via an implantable pump for intractable spasticity. On (B)(6), it was reported it was reported that the patient was not getting drug delivery and the dosage kept having to be increased. The patient was reportedly not getting results after increases to the pump dose. It was noted that this was the patient's second pump replacement and that this second pump had only lasted 2 years. A dye study was performed and the patient's catheter was found to be patent. The patient's pump was replaced on (B)(6) and would be returned to the manufacturer for analysis. The patient's catheter was not revised as it had been deemed patent. No environmental/external/patient factors that may have led or contributed to the issue were reported. It was unknown if the issue was resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.